Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5 and d4 (lot).

Event description:
A. Please verify what you mean by damaged. (Stripped/deformed/cracked/broken)? B. Lot number aw0296k is invalid in our system, please provide the correct lot number? C. Please verify if the instrument used during surgery? If yes, was there surgical delay? What was the duration of the delay? D. In der, instrumentation broke and pieces retrieved from the patient was marked as "no". Was there any instrument broke during surgery? Answer: a. Threads stripped. B. Awo296k. C. Yes it was used, no delay. D. Nothing was broken off of the inserter.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "the threads on the cup inserter are damaged."